Event description:
The customer reported, the system displayed a pre charge error and failed to xray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The system was tested and found to be working as intended, and put back into service.